Manufacturer narrative:
Failure analysis (fa) lab received a vela peripheral interface pcba. The vela peripheral interface pcba was visually inspected. The vela peripheral interface pcba installed on known good unit. Events were able to be exported successfully. External monitor display was able to be viewed successfully. After adjusting the cables, no issue was able to be produced. Attempts were made to export events 10 times, and the events exported every time with no issue. The customers reported issue could not be duplicated.

Manufacturer narrative:
Device evaluation performed and reported in the follow-up medwatch report should not have been selected in the initial medwatch report.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found that it would not communicate with the data collection system. Replaced the cf2 epi pcb. Made necessary adjustments for proper operation of unit.

Event description:
The customer reported that while in patient use the ventilator is not communicating with their data collection system. The ventilator was removed from the patient and the patient was placed on another ventilator, no patient harm.